Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 389 mg/dl and that the cannula was bent. The pod was then deactivated and she gave herself a manual injection of 2.0 units of insulin.